Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an occluded air/water channel and was not going through machine. The issue was observed during maintenance and no patient or procedure was associated with this event. The device was returned to olympus for a device evaluation and found remnants of white crystallized contamination evident within the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the air/water channel had a blockage, the light cover glasses were chipped, the glasses adhesive was worn, the distal end adhesive was lifting, low angulation, the electrical safety test failed, and device failed the leak test and is leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white crystalized foreign material was adhered to the auxiliary water channel. The foreign material is believed to be simethicone. It is likely the material remained in the device because reprocessing could not be properly completed due to to the discovered leak. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.